Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to uterovaginal prolapsed. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia, and perineorrhaphy. It was reported that patient underwent ams product implant on (B)(6) 2005. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes and ams in-fast ultra kit were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso, modified mccall culdoplasty, correction of cystocele, rectocele, enterocele, and extensive erineoplasty due to mixed urine incontinence with intrinsic sphincter deficiency, and detrusor overactivity with motor/urge incontinence.